Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device has been returned for eval. The investigation is currently underway. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/ reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. The catheter was returned inserted through a sidekick support catheter. The tip was examined under magnification. The outer catheter and guidewire lumen were completely torn and separated from the distal mesh tip. The core wire was intact. The edges of the separated outer catheter were jagged, possibly indicating that the catheter was subjected to excessive force. No other anomalies were noted. The distal tip of the sidekick support catheter was buckled in appearance, likely indicating retraction issues. An attempt was made to remove the catheter from the sheath. The crosser catheter was unable to be retracted from the sidekick support catheter due to the material separation misaligning the distal tip. Based on the condition in which the sample was returned, the investigation is confirmed for material separation and for a retraction problem. Per the reported event details, the distal tip separated from the outer catheter after a few minutes of activation. The reported retraction issues were likely caused by the separated distal tip of the crosser getting caught on the distal end of the sheath during retraction, as damage was observed to the distal end of the support catheter. The root cause for the distal tip separating from the outer catheter is unknown. The current IFU (instructions for use) outlines warnings and precautions. A-d: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient product or procedural details to bard.

Event description:
It was reported that during treatment of a cto in the superficial femoral artery, using two recanalization catheters, the recanalization catheter tip separated from the wire lumen but did not detach from the catheter. Then, the recanalization catheter and support catheter became stuck. Both devices were removed as one unit. There was no pt injury reported.